Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were holes in packaging compromising sterility with a bd syringe 10ml reg pr saline fill spkg. This occurred on 9 separate occasions prior to use. The following information was provided by the initial reporter: it was reported holes in packaging.

Manufacturer narrative:
Bd is conducting a voluntary medical device recall (mds-20-1971-fa) for multiple lots of the bd posiflush¿ sf (sterile field) saline flush syringe 10ml and the bd posiflush¿ xs (externally sterile) 10 ml syringe. This product has been confirmed to exhibit holes in the packaging, which impacts package integrity and potentially compromises a sterile field. While the sterility of the outer surface of the syringe may be compromised, the saline solution and the sterile path of the syringe are not impacted. The root cause investigation is ongoing and will be documented in CAPA # 1472554; however, the issue has been isolated to product manufactured using one single packaging line.

Event description:
It was reported that there were holes in packaging compromising sterility with a bd syringe 10ml reg pr saline fill spkg. This occurred on 9 separate occasions prior to use. The following information was provided by the initial reporter: it was reported holes in packaging.

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 9060999 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, physical samples and picture samples were provided for evaluation by our quality engineer team. Through examination of the samples, package damage was observed. This issue is currently under investigation with engineering leadership as a single root cause has not been determined at this point. Investigations are currently ongoing with a focus on the blister pocket formation process and the sterilization conditions. A corrective and preventive action plan has been initiated in response to this incident. As of march 2020, bd has ensured that the supply of all posiflush sf product sku 306553 shall be processed on a separate manufacturing line which has no history of complaints of this nature. H3 other text : see section h.10.

Event description:
It was reported that there were holes in packaging compromising sterility with a bd syringe 10ml reg pr saline fill spkg. This occurred on 9 separate occasions prior to use. The following information was provided by the initial reporter: it was reported holes in packaging.